Event description:
It was reported during an implantation procedure, the rv lead was unable to pace and high capture threshold was observed. When the lead was removed from the patient it was noted that the helix would not extend from the tip of the lead. The lead was replaced and the patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.